Event description:
Customer indicated the valve gets stuck and will not continue to function on this set. The facility has been experiencing approximately 2 occurrences per week of this issue. No patient injury has been reported at this time. Samples have been discarded by the customer.